Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is complete.

Event description:
It was reported that the he ventilator was pulled into the MRI scanner. The respiratory therapist was preparing the ventilator to be usedduring an MRI scan, when the ventilator was drawn to the MRI scanner. There was no pt involvement. (B)(4).